Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se could not reproduce the reported issue. The pressures and flows were always as expected. The device passed all testing. Furthermore, device data logs showed stable device operation after stable perfusion was achieved.

Event description:
The device user (du) reported that there were moments in the perfusion where the portal and inferior vena cava (ivc) flow showed up as zero on the graphical user interface (gui).